Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported the customer experienced blood glucose (bg) of 32 mg/dl which was addressed with the customer consuming carbs. Reportedly, the cause for the blood glucose was because the customer accidentally gave themselves too much insulin at one time through manual injections and boluses via pump. Recommendation was made to consult with healthcare provider regarding diabetes management.